Event description:
It was reported that the pt had positional loss of stimulation. Each time after the adjustment of the amplitude, the pt experienced diminishing intensity and eventually lost the stimulation. When the pt laid on the back, he suddenly felt the stimulation after the diminished intensity. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.